Event description:
It was reported that the transfer set disconnected from the titanium adapter, on the patient. The disconnection occurred during use. There was no adverse event associated with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of all batch record documents was performed, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. This is the same patient as (B)(4).